Manufacturer narrative:
(B)(4). The set screw was returned for eval. Optical examination of the set screws revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with set screw misuse due to misalignment of the mas head and set screw threads. A review of the device history record did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent a transforaminal lumbar interbody fusion at l5-s1. It was reported that metal shavings were coming off of the set screw while trying to tighten the set screw down in the bone screw. The setscrew was removed and replaced. No pt complications were reported.